Event description:
It was reported that the patient had been to the hospital emergency room with high blood glucose levels. The patient's blood glucose levels reached 300 mg/dl while wearing the pod for longer than 48 hours. The patient reports receiving an alarm for missing sensor values between their pod and continues glucose monitor. The patient reports having nausea, headache, stomach ache and feeling thirsty. The patient reports having gastroparesis and the high blood glucose levels make it worse. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with gastroparesis. The patient was treated with phenergan and reglan for the nausea. In addition the patient was treated with a insulin shot. The patient was in the hospital emergency room for 12 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+.